Manufacturer narrative:
The device associated with this complaint was not returned for examination. Follow-up communication for product return was unsuccessful. A complaint database search found previous reports for this failure that when confirmed were attributed to product wear out. The investigation could not identify or verify any product contribution to the reported event without the device to examine. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Mbt revision reamer was stripped at the coupling.